Event description:
Caller states that the pt tested 1.5 inr and 2.1 inr during duplicate testing on the coaguchek test system while a comparison lab returned as 3.4 inr. No action was taken based on device results. No adverse event reported. Comparison performed in medical facility. Coaguchek test system: meter, test strip lot 385a, exp 02/29/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.